Event description:
It was reported during implant, that when inserting the lead through a 9 french sheath with a guide wire that the physician felt a resistance to introduce the lead. With fluoroscopy it looked like the sheath had a "nod" or "kink". When the lead and sheath were removed a strange curve in the lead was observed between the ring and the tip of the lead. It was noted that the sheath was normal and had no kink and that the physician gave no extra force at the lead. The lead was not implanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analysis found no anomalies. It was noted that the distal conductor was distorted and that the lead appeared damaged at implant.